Event description:
It was reported that the customer was admitted in the emergency room. The customer stated that he had an insulin reaction and received a shot of glucagon to raise his blood glucose. The customer also mentioned having another episode of low sugar level the day before the call. Troubleshooting was performed. The programming and bolus history were accurate. Suggested customer call the dr to discuss possible causes of low blood glucose.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.